Event description:
It was reported that patient underwent a hamstring repair procedure utilizing soft anchors on (B)(6) 2014. During the procedure, the anchor pulled out after the surgeon had impacted it. Another anchor was used to complete the procedure. No additional holes were drilled and there was not a delay as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.